Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer states that the monitored tidal volumes are much higher than the settings. During troubleshooting, the delivered tidal volumes were measured and were still much higher the settings. The ventilator's internal tubing was reconnected and the calibrations were tested. The vent passed all the calibrations. The turbine was replaced and the reported problem was corrected. The unit was not on a patient when the reported issue occurred so there is no harm or injury.